Event description:
A site reported that the audible portion of the alarm was not functioning. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.